Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd895235 was performed. No issues were noted during the manufacturing process. There were no deviations from the standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis. On an unknown date, the patient was hospitalized for the event. The treatment and outcome are unknown. No additional information is available. This is report 2 of 2 involved in this peritonitis event.